Event description:
A customer reported via phone call indicating that their insulin pump has issues communicating with the meter. The customer's blood glucose level is unknown. There were no alarms in the insulin pumps alarm history. The customer did not return the product back for analysis.

Manufacturer narrative:
The insulin pump passed self test, no a64 alarm noted. The insulin pump communicated properly to blood glucose meter. No radio frequency communication anomaly noted. However,. The insulin pump had a47 alarm in alarm the history screen due to corrupted history file. The insulin pump unable to download to the carelink software due to a47 alarms. The insulin pump was received with cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.